Manufacturer narrative:
Unit received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test or verify external flash crc error alarm due to blank display.

Event description:
Customer reported via phone call that insulin pump had pump error alarms. The customer¿s blood glucose level was 297 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.